Event description:
The patient was identified at patient # 3. The patient was (B)(6). They were implanted for a duration of less than a year. Lab culture showed (B)(6). The patient had antibiotic treatment with a second generation (B)(6) prior to explant.

Manufacturer narrative:
Omitted information on initial report.

Event description:
The following article was received for review. Vagal nerve stimulation for refractory epilepsy: the surgical procedure and complications in 100 implantations by a single medical center - by gilad horowitz, moran amit, itzhak fried, miri y. Neufeld, liad sharf, uri kramer, and dan m. Fliss. The article discusses the implantation and outcomes of 100 vns patients. Information reports that a vns patient had their generator explanted for infection. The patient had medical treatment following the discovery of their infection but did not resolve with conservative measures. Attempts for further information have been made and no further information attained.

Manufacturer narrative:
Citation: vagal nerve stimulation for refractory epilepsy: the surgical procedure and complications in 100 implantations by a single medical center. By gilad horowitz, moran amit, itzhak fried, miri y. Neufeld, liad sharf, uri kramer, and dan m. Fliss. Eur arch otorhinolaryngol springer- verlag 2012.